Event description:
Report received of three undocumented events involving inaccurate pulmonary artery temperature readings which led to short term intervention (unspecified) for one of more of the pt's. All three pt's were status post unspecified heart surgery on 08/21/2000. The catheters reportedly worked fine intra-operatively. The pt's were transferred to sicu and they appeared to be doing well by clinical observation, however, "the cardiac output reflected critical values" and unspecified "intervention was provided" to at least one of the three pt's. The report source did not know what the cardiac output values were and stated "all I know is that according to the physician assistant a pt received treatment short term in response to the recorded values." Report source did not know what the "intervention" entailed. At some point in time it was noted that the core blood temp were off and had readings of 34c or 35c when the tympanic temp was 37c. The pt's did not experience any adverse effects. Multiple attempts to obtain further info have been unsuccessful.

Event description:
Add'l info was received from the customer. In one of the events, the core temperature reading from the thermodilution catheter read 34 degrees centigrade. The pt was placed on a bearhugger and short term dopamine drip therapy. The treatments were discontinued after it was discovered that the pt's temperature was actually 37 degrees centigrade when taken rectally. There was no specific info available regarding the other two events. The customer reported that after the thermodilution catheters of the three pts were replaced there were no further problems. It was reported that the pts did not experience any adverse effects.